Event description:
Report of inaccurate continuous glucose sensor readings ¿ abbott instinct sensor I am submitting this report to document a serious accuracy problem with the abbott instinct continuous glucose monitoring (cgm) sensor used with the medtronic 780g insulin pump system. Over the course of three days of wear, the sensor consistently produced highly inaccurate glucose readings that created a significant risk of inappropriate insulin delivery and hypoglycemia. The sensor was inserted according to manufacturer instructions and paired with my medtronic 780g pump. From the first day of wear through the third day, the sensor readings frequently deviated substantially from my actual blood glucose levels as measured by fingerstick glucose testing. Throughout multiple nights during the three-day wear period, the sensor repeatedly generated urgent low glucose alarms while my actual blood glucose was within a normal range. These alarms occurred continuously overnight and triggered the pump's automatic safety feature designed to suspend insulin delivery in response to predicted or detected low glucose levels. Because the readings were clearly inaccurate and were causing repeated interruptions to insulin delivery, I was forced to disable the pump setting that automatically suspends insulin delivery on low glucose readings. Without disabling this feature, my insulin delivery would have been repeatedly interrupted overnight based on incorrect data. The magnitude of the sensor inaccuracies was clinically significant. For example, on the evening of the third day of wear, my actual blood glucose at dinner was approximately 100 mg/dl based on fingerstick testing, while the sensor reading at the same time was alarming at 56 mg/dl. This represents a difference of approximately 44 mg/dl and triggered hypoglycemia alerts despite my glucose being within a safe range. On another occasion the previous night, the sensor alarmed at approximately 301 mg/dl with two upward trend arrows indicating rapidly rising glucose. However, a confirmatory fingerstick measurement showed my actual glucose level was approximately 237 mg/dl. This discrepancy of more than 60 mg/dl created a potentially dangerous situation. If the automated system had delivered a correction dose of insulin based on the sensor reading of 301 mg/dl and the rapid upward trend, it could have resulted in excessive insulin delivery and a subsequent hypoglycemic episode during the night. Despite remaining in place for the full three days, the sensor never stabilized or began providing accurate readings. The inaccuracies were persistent throughout the entire wear period rather than being limited to the initial warm-up phase. Because of the repeated false low alarms and incorrect high readings, I was unable to safely rely on the sensor data to guide insulin therapy or allow the automated features of the pump to operate as intended. These inaccuracies created several safety concerns: repeated false hypoglycemia alarms that interrupted sleep and required disabling automated safety features. Risk of inappropriate suspension of insulin delivery overnight. Risk of automated correction insulin delivery based on falsely elevated glucose readings. Loss of trust in the cgm system required for safe operation of the hybrid closed-loop insulin pump. Given that automated insulin delivery systems rely heavily on the accuracy of cgm data, persistent inaccuracies of this magnitude pose a meaningful safety risk to patients using this technology. In my case, I relied on frequent fingerstick testing to prevent inappropriate insulin dosing. I am submitting this report so that the device performance can be investigated and any broader accuracy issues with the abbott instinct sensor can be evaluated. If necessary, I can provide additional details about the sensor lot number, insertion date, pump configuration, and other relevant device information. Thank you for reviewing this report.